Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a salpingo-oophorectomy procedure with a (B)(6) patient, the device locked closed after application to tissue. Another ligasure device of a different model was used to slide the locked device from the tissue. The tissue involved was a vascular pedicle near the ip ligament, which was sealed three times with the ligasure device and transected before locking.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: (B)(6) 2016. One used (B)(4) ligasure device was received for evaluation. Inspection of the returned device confirmed that tissue was caked within the jaws, causing it to be difficult to open. After the tissue was removed the device worked normally and within specifications. Testing of the device on simulated tissue yielded acceptable results and a visual seal effect without sticking was observed. The investigation found this issue to be due to user error with maintenance of the device. The IFU lists measures to minimize tissue sticking, including to keep the jaws of the instrument clean, and wipe often when working in a bloody field. It also advises that if sticking occurs the generator may be on too high of a setting. Review of the device history records for this lot found no potentially contributing entries and that it was released upon meeting all quality specifications.